Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that they were able to clear the alarm and they were able to rewind the insulin pump. The customer was not calling back after completing unexpected restart alarm troubleshooting and receiving another alarm. The customer stated the insulin pump was not stored and not in use for an extended period of time. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer reported that the alarm was recurring during normal insulin pump use. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.